Event description:
In 2009, customer reports pedestal mounted injector fell when they moved the injector. There was no pt present. No injury to staff.

Manufacturer narrative:
Pending manufacturing investigation.